Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the reported event was likely attributed to the use of excessive force by the user. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the incident occurred during an unspecified therapeutic procedure. The patient did not require any medical intervention due to the event.

Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc confirmed the reported issue, the eyepiece funnel was found broken. Furthermore, the outer tube was found bent. The objective frame had scratches on the objective frame and debris was found in the optical. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope¿s eyepiece snapped off. The reported issue occurred during a procedure. The procedure was prolonged by half an hour. The procedure was completed using a similar device. There was no patient injury or adverse event reported to olympus.